Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found that the customer had repaired the leak by replacing the tubing on pinch valves pv21 and pv57 (which dripped on the peltier module). Fse cleaned up connector on the peltier module (to resolve temperature errors) and verified instrument. (B)(4).

Event description:
Customer reported a leak when using the coulter® lh 500 hematology analyzer. The leak was described as one ml of cleaner fluid that flowed onto the counter top. Customer also stated the unit was giving ambient and lyse temperature errors. The operator was wearing personal protective equipment of lab coat and gloves when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.